Manufacturer narrative:
(B)(4). Foreign: (B)(6). Concomitant medical products: tibial component stemmed precoat, cat#: 00598005701, lot#: 63762409; bone scr 6.5x35 self-tap, cat#: 00625006535, lot#: 63863305; bone scr 6.5x35 self-tap, cat#: 00625006535, lot#: 63770520; lps flx patient spec f/t pingd, cat#: 00597000002, lot#: 18.330987; all poly patella size 35 mm dia. Standard 9.0 mm thickness, cat#: 00597206535, lot#: 63779978; articular surface use with plate 7,8,9,10 size blue/c-h 10 mm height, cat#: 00595205010, lot#: 63756896. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that the during knee procedure it was noticed that the internal box of femoral component was compromised. The outer plastic box was also broken rendering the implant unsterile. Surgery was completed a different type of device.

Manufacturer narrative:
Reported event was confirmed by review of photographs. DHR was reviewed and no discrepancies were found. The cracked cavities can result from either outside forces experienced by the packaged product during transit or from repeated implant movement within the packaging during transit. So the root cause for the reported issue is considered to be transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.